Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the implants were only packaged with 1 out of 2 plastic sterilized boxes.